Event description:
It was reported that the patient presented to the hospital for an upgrade procedure. Upon manipulation of the chronic right ventricular lead, it was noted under fluoroscopy that the left ventricular (lv) lead was micro-dislodged. The lv lead was explanted and replaced on (B)(6) 2025. There were no patient consequences.